Manufacturer narrative:
The reported high impedance issue was confirmed. Analysis of the returned lead found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2021-13383. Related manufacturer reference number:1627487-2021-13384. Related manufacturer reference number:1627487-2021-13385. It was reported the patient experienced undesired nerve stimulation in the groin area. Troubleshooting revealed high impedances. As a result, surgical intervention may be undertaken on (B)(6) 2021 wherein the ipg and one lead were explanted and replaced. Issue resolved. It is unknown which lead was replaced; therefore, all applicable leads will be reported.